Event description:
It was reported that the clips would not lock. Several appliers and multiple cartridges from two different lot numbers but the clips would not lock.

Manufacturer narrative:
Qn#(B)(4). Per the DHR, lot number 7858 of product 51114v vlock med clip 6/cart 14/box was manufactured on (B)(6)2017. A total of (B)(4) pieces were manufactured. DHR investigation did not show issues related to the complaint. The customer returned (B)(4) unopened representative samples of 51114v vlock med clip 6/cart 14/box for investigation. The samples were for tcs 20031455 & 20031397. The returned samples were visually examined with and without magnification. Visual examination of the returned samples revealed that the clips appear typical. No defects or anomalies were observed. Functional inspection was performed on the returned representative samples. A lab inventory clip applier was used. All clips from the first two samples were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. On the third sample tested, however, the sixth and final clip was unable to close onto the tubing. It was found that the hook was damaged which prevented the clip from closing properly. Twenty representative samples were sent to the supplier for further evaluation. Upon functional testing, the supplier found no defects with any of the clips. The remaining 18 samples were tested and all clips were properly applied to over-stressed surgical tubing. It appears that the one clip that failed functional testing was damaged due to operator error. Therefore, no functional issues were found with the returned clips. The reported complaint of "clips not locking" could not be confirmed based on the returned samples. Forty-one representative samples were returned. The actual sample was not returned. The samples were for tcs 20031455 & 20031397. Twenty samples were sent to the supplier and no defects were found. The remaining samples were also tested and all but one clip was able to properly attach to over-stressed surgical tubing. The one clip that failed had its hook damaged due to operator error. Therefore, no functional issues were found with the returned clips.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips would not lock. Several appliers and multiple cartridges from two different lot numbers but the clips would not lock.